Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The cause of death was heart attack. The caller stated that the customer was hospitalized on (B)(6) 2014 and was on ventilator. The customer was on dialysis when his spouse received a phone call that the customer's blood glucose had gone low, and then the doctor called back and stated that the customer has passed away. The customer had high blood pressure, high cholesterol, artery disease, and kidney failure. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; the caller did not know when the device was disconnected. The customer was on insulin pump therapy, but when the caller arrived to the hospital, the insulin pump was already disconnected from the customer. The customer did not use sensors. The caller is unsure where the insulin pump is and is not willing to return it for analysis even if found.